Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, a cuff miss occurred. A second and third proglide device were used for successful suture placement. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.